Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation cryoablation procedure a liver perforation occurred. One day following the procedure, in which no issues occurred, the patient experienced abdominal pain. It was determined the liver had been perforated during the procedure. A blood transfusion was administered and the hospital stay was extended to stabilize the patient. The user suspected the viewflex ice catheter perforated the liver due to catheter stiffness.